Manufacturer narrative:
(B)(4). Date of initial report: 04/20/2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device jaws could not be opened after clamping.

Manufacturer narrative:
(B)(4). Date of initial report: 04/20/2016. Date of follow-up report: 07/27/2016. One used ls1020 device was received for evaluation, and issues were identified that would contribute to difficulty opening. Visual inspection of the sample found many signs of damage on the device. The pin cam on the jaws was out of place, the weld on the handle was broken, and the plug was damaged. Review of the manufacturing process confirmed measures are in place that would detect a loose pin cam before release, and the device could not have been assembled with this piece out of place. Testing of this model of device has also confirmed the pin cam does not slip out with normal use. Examination of the broken weld on the handle found signs of an adequate weld during manufacturing. The plug showed signs of wear that would result from misuse. Though the conditions could not have occurred during the manufacturing process, the definitive cause of the issues could not be determined. Review of the device history records for this lot found no potentially contributing entries, and the lot was released upon meeting all quality specifications.